Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-2 had all pockets in row b failed. The field service engineer opened the back panel of the drawer, reseated the cable, and verified that all row b parts cables were securely connected. After reseating, the drawer was tested in diagnostics, and a final test was performed successfully with no further issues. The system functioned as intended after the field service engineer repaired the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2-2 had all pockets in row b failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.